Manufacturer narrative:
H10: the remote service engineer (rse) instructed the customer to check the blower connection to the motor controller (mc) printed circuit board assembly (pcba) and reseat it again. The customer stated that the blower cable and connection were good; the customer then disconnected and reseated the cable into the mc pcba securely. The rse provided the customer with the the part numbers for the mc pcba and the blower assembly. It was noted that the customer would order a mc pcba replacement. The customer reported that the mc pcba and blower assembly were replaced, but the blower was still displaying the same 3000 rpms, even when the flow was adjusted. The rse recommended replacing the central processing unit (cpu) pcba. The customer then reported that the issue was resolved after replacing the cpu. The device was returned to service. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an error code 1134 check vent: blower stalled or blower not running at required speeds. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the v60 had a blower stall. The customer stated that there was an error code (1134) in the significant log. The customer noticed that the blower does spin, and can be heard running, but the rpms in the pneumatic screen never goes over the 3000 rpms. Investigation is ongoing.